Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged that she was diagnosed with thyroid cancer and undergone surgery in (B)(6) 2020. She suspected that this incident is associated with the usage of device. The device was replaced by a new CPAP device on (B)(6) 2023. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 12/04/2024: the device was returned to the manufacturer's product investigation laboratory for investigation. The investigation observed evidence of sound abatement foam degradation/breakdown in this device. Pil initiated therapy with the device and verified airflow. The investigation observed the following sound abatement degraded foam indications which were black substance, consistent with sound abatement foam degradation, observed on the outside bottom of the blower box and was stuck to it. Sound abatement foam appeared moist and did not rebound when pressed. The presence of degraded sound abatement foam was confirmed. The secondary findings of this investigation were, unable to communicate with device possibly from potential corrosion on j5 connector, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Intermittent power loss possibly from a faulty j8 dc jack on pca (printed circuit assembly), incorrect air inlet filter and tapelike substance on outside of device. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings and was unable to address symptoms specified. In this report, box d, g, h has been updated/corrected.